Event description:
The following has been reported: pump error. While testing the pump, the pump problem error appeared on the screen before it started pumping. There was no report of patient harm or of the issues stopping an active infusion. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (powerprocessor) the reported complaint was confirmed. The device was returned for power processor failure. When plugged into the charging bracket, the battery led did not illuminate. An internal investigation was performed and electrical conductivity tests conducted. The power entry board was getting insufficient voltage. An external power supply was connected to the main pcba, bypassing the power entry board and the device turned on and was functional. Several defective components were visually identified as the pump was inspected. Firstly, there was a small drop of water on the som heat sink. The lvp handle developed some fouling near the resistor drive as well, possibly from excessive humidity or moisture. Two potential ingress points were identified. The first potential ingress point is a poor o ring lip seal on the front cover side of the handle. There was also some contaminants that breached the fva pin lip seals. The underside of the retaining plate for the ipc did also have a water spot shadow. Status light rtv came undone and will need to be reseated. Reporting as a conservative measure. No adverse effects were reported.